Manufacturer narrative:
During testing, the device door roller was missing and the door roller pin was broken off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken off.